Event description:
It was reported that during a breast biopsy, the device allegedly self activated. It was further reported that a noise sounded after post-fire 2. Upon collection of the sample and transferring the sample into the formalin, the device fired without user pressing the trigger. After putting the device back into the pre-fire position, the device fired again. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula self-activated. An x-ray revealed insufficient cannula tang engagement, and upon disassembly it as noted that the right bumper was bent and the left bumper was missing. Therefore, the investigation is confirmed for the alleged self-activation, however, the investigation will remain inconclusive for the alleged abnormal noise as functional testing could not be completed due to the identified failure. The missing bumper and subsequent bent bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 05/2020).

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during a breast biopsy, the device allegedly self activated. It was further reported that a noise sounded after post-fire 2. Upon collection of the sample and transferring the sample into the formalin, the device fired without user pressing the trigger. After putting the device back into the pre-fire position, the device fired again. The procedure was completed with another device. There was no reported patient injury.